Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found out that pca is burnt, the unit does not start, sieves are clogged, the air side and o2 side and compressor are contaminated and need to be replaced. Pass all test. Device is returned, repaired. Reportable since device issue/event has or may have caused or contributed to a death.